Manufacturer narrative:
Siemens completed the technical investigation of the reported event. The root cause of reported issue was attributed to the adu (analog digital unit) d513, and was resolved by, replacement of the unit, material number 8904950. After replacement of the unit, the system was brought back to clinical operation. Material consumption in relation to the installed base is monitored by the siemens CAPA process. Data for the last three months are provided in the following for the adu associated with the reported event: (B)(4). A safety assessment has been performed. There was no adverse event identified and no general product design issue was identified. Further investigation within the complaint process is not deemed necessary.

Event description:
Siemens received user facility medwatch form report number (B)(4) from the FDA. The report stated that on (B)(6) 2021, during a patient CT scan using the somatom sensation 64/cardiac 64 system, the system briefly paused and caused a delay in the timing of the scan. The scan was necessary to facilitate discharge of the patient with hepatic/pulmonary arteriovenous malformations (avms). There was no report of patient injury or adverse event. The facility contacted siemens for a service request but did not file a complaint for the event.